Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to procedural conditions (interaction with delivery system and conservative pre-balloon aortic valvuloplasty). The reported unexpected medical intervention and surgery were the result of case-specific circumstances, as the device was snared and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 november 2024, a 35mm navitor titan vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10388182). Sufficient calcium was present for anchoring, aortic angle was 50 degrees. There was a significant chunk of annular calcium that extended down to the left ventricular outflow tract (lvot). Pre-dilatation via balloon annular valvuloplasty (bav) was performed with a 20mm true balloon. With one deployment attempt, the valve was released at 3mm non-coronary cusp and 2mm left coronary cusp. All three retainer tabs were confirmed to separate. When the delivery system was pulled back to be removed, interaction occurred and the navitor embolized into the sinus of valsalva. The patient remained stable. The migrated valve was snared into the ascending aorta. The native annulus was then dilated again with a 24mm true balloon. A second 35mm navitor titan vision (serial: (B)(6)) was then implanted successfully utilizing a replacement large flexnav delivery system (lot; 10472335). The patient was reported to hemodynamically stable throughout the procedure. There was no clinically significant delay.